Manufacturer narrative:
The device implanted in this pt was not specified. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that during a post-operative examination, about 10 days after implant, the surgeon noted sutures used to close the incision were hanging loose in the vagina and the mesh was exposed. The pt was unaware and experienced no pain, though there was some small discharge. Estrogen creme was prescribed and she was scheduled for a follow-up visit in two weeks. At the two-week follow-up, a small area of mesh was still exposed. On (B)(6) 2012, her last appointment, the "vagina/incision" was healed. Pt outcome indicates that she is "very satisfied by the procedure and happy with the results." She had no pain.